Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged breathing issues and heart murmurs. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In h6 section a clinical symptom code was not mentioned which has been updated in this report. In previous report in h10 section the manufacturer incorrectly selected manufacturer narrative, which has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging breathing issues and heart murms related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 in the follow up report is incorrect and has been corrected and updated in this report.